Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in their laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Replacement of the dxh diluent lot number 3510540 with another lot number resolved the issue on unicel dxh 800 coulter cellular analysis system serial number (B)(4). (B)(4). This MDR is related to another MDR 1061932-2014-02124 for the same issue with the other unicel dxh 800 coulter cellular analysis system serial number (B)(4) in the same customer facility.